Event description:
It was reported that, after a right tka had been performed on an unknow date, the post of one (1) journ art ins bcs std 1-2 rt 9 broke. A revision surgery was performed on (B)(6) 2024 to address this adverse event. Patient's current health status is unknow.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
The device was not returned for evaluation; therefore, a device analysis could not be performed. A review of the risk management file revealed this failure mode was previously identified. The clinical/medical investigation concluded that definitive contributing clinical factors cannot be concluded with the limited information provided and a device malperformance cannot be confirmed. However, a review of previous actions concluded that there is a higher than expected risk of revision surgery for the first generation of journey bcs systems. It was recommended to undertake a field safety corrective action to inform surgeons of the higher expected risk of revision and ensure clear communication that the device should only be used for polyethylene exchange revision of journey bcs total knee constructs where the femoral component and tibial baseplate are well fixed. Device batch number was not provided, thus, an evaluation of the manufacturing records could not be performed. A review of complaint history for the previous 12 months did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed in warnings and precautions that the implant can break or become damaged as a result of strenuous activity or trauma. According with the product material specification, the quality and manufacture of polyethylene shall be controlled. This material is used in the manufacture of surgical implants and instruments and can be considered a surgical grade of polyethylene. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include size selected, surgical technique, postoperative care, patient anatomy, abnormal loading of limb, excessive forces and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.